Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: please answer the below questions for the fourth firing where the proximal staples did not deploy and bleeding occurred. How much blood was lost (ml)? Minimal, surgeon said small amount as he was able to clamp and re-staple very quickly. Did the patient require a transfusion? No. On what vessel type was the device used; if not a vessel what tissue? Will need to clarify this. Was it fired on a single vessel or bundle? Single. If fired on a vessel, was it fully skeletonized? Yes. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No. Were any other disposables used during the firing (vessel clips, vessel loops, suture, etc.)? He re-stapled without issue, and used 4-0 prolene. If so, do you know the product code? Were any staples malformed or unformed? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Surgeon made general complaint about the closing handle feeling ¿clumsy¿ do you have the lot/batch number for the cartridge? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Where was the hole created? Inferior pulmonary vein, 1 liter blood lost. The patient did not require a blood transfusion and there was no reported delay in the procedure. She had spoken to the surgeon regarding the event, and he had stated that he felt the hole was created in the inferior pulmonary vein as a result of an error he made; rough, jerky motions. The surgeon was not concerned about the hole and was able to repair it quickly. The one liter total blood lost was an estimate. The patient is now doing fine.

Event description:
It was reported that during a right lower lobectomy procedure, this is the first time trial of the pvs stapler. The first two firings went smoothly, except the surgeon says that he created a "hole" with the curved tip on the first firing, but he felt that, that was his error and not the stapler. He sutured this with prolene. The third firing had a battery issue. Upon holding the firing trigger, there was no power. The battery was rotated and the device worked as intended. The fourth firing, the surgeon claims that the proximal staples did not deploy and he had bleeding. The bleeding area was sutured with 4-0 prolene. Five reloads were used. The tech was not sure which reload had the issue. A second like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # l55k5l. Conclusion: the analysis found that the pve35a device was returned in good visual condition and with five cartridge reloads present. Cartridge m5306z was received fully fired and in good visual condition. Cartridge m53e8n was received fully fired and in good visual condition. Cartridge m52z69 was received fully fired and with cartridge deck damage on knife slot. Cartridge m53062 was received fully fired and in good visual condition. Cartridge m52w9y was received fully fired and in good visual condition. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.